Event description:
Caller reported a malfunction alarm occurred on the pump. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. Caller was unable to reset the pump at the time of the call and planned to follow up with charging supplies to perform the reset. Technical support was advised to assist in resetting the pump and confirming the serial number after the reset.